Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that the medium-large clip applier instrument had a loose cable. The procedure outcome was unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found to have a cracked clamping pulley of input 7 (grip). The cracks resulted in loss of tension of the correlating grip cables in the distal end. Additional observation related to customer reported complaint: the instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was dislodged at clamping pulley. The clamping pulleys did exhibit signs of residue that would have contributed to the broken cable. Additional observations not reported by site: the instrument was found to have an excessive amount of dried, white residue on the clamping pulley of input(s) 5 (pitch), 6 (grip) , 7 (grip), located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The instrument was found to have corrosion on the bearings. Pitch/grip/roll input disk bearings exhibit orange discoloration. The corrosion was observe to be found on the outer ring/cage/inner ring of the corroded/contaminated instrument bearings are attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
Refer to h11 for follow-up information.